Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. During the week of (B)(6) 2019, the patient had gastric bypass surgery. Per physician, due to gastric acid, patient was getting leakage at stoma site. Stomach swelled up so much that it caused the internal retention plate to pop out. Patient had his tubing removed due to complications from bypass surgery. Wife reported patient had redness and infection at stoma site. Patient was treated with unknown oral antibiotics initially. Patient went to hospital and he was administered IV antibiotics.